Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 130 mg/dl. Customer stated that he fell into a pool with the device, he blew dried it and did not see tha moisture inside the device. Customer was advised to disconnect use of the device and revert to a back plan. The customer was advised that the device will be replaced and agreed to return the product of analysis.

Manufacturer narrative:
No unexpected button error alarms noted. The insulin pump was received with constant motor error and alarms during rewind due to moisture damage on motor assembly noted. The insulin pump was unable to perform displacement test due to constant motor error and alarms. The insulin pump was unable to verify all button response due to constant motor error and alarms. The insulin pump had moisture damage noted on keypad traces, all electronic assemblies and vibrator motor. The insulin pump had minor scratches on lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and cracked belt clip slot.